Event description:
Patient on crrt that was previously running without issues until today at approximately 0700 hours. Bedside rn attempted to reprime the machine after it stopped working, initially concerned it was a catheter problem. She received an alert during the end of the prime cycle entitled "blood pump occlusivity fail." She, along with multiple other experienced crrt users, attempted to resolve the error multiple times without success. She attempted to reprime the second time with a new filter set with the same alert. We then attempted a third time with a new machine, again receiving the same alert. The bedside rn spoke with the baxter help line with no additional advice. At this time, I googled this alert to find more troubleshooting ideas and noted it could potentially be a faulty set. I noted that the three filter sets we used all had the same lot number 25g0028cb. I retrieved another filter set with a different lot number, and the machine finally primed and worked fine. Pt code: 4582. Device code: 2964. Referencing reports mw5184075 and mw5184076.